Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture with high threshold measurements and high out of range pacing impedance measurements. The clinician would be discussing options with the physician. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was scheduled for a lead revision procedure in a few weeks.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--